Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a will be cancelled. The associated MDR will be void.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material# 309653 batch# 4208543 verbatim: we had these syringes come in and just noticed that we received the 60ml, what¿s stranger is that the stock number on these also is the same on the 50ml that we have in stock.